Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received power error detected errors on pump. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the internal power source in the pump is unable to charge. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump had a power error due to a connector resistance issue.